Event description:
It was reported that on the 3rd day of npwt utilizing a pico 7, all the indicator lamps illuminated and the pump stopped working. The treatment was continued with a backup pump. No patient harm. No delay was reported.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The device intended to be used in treatment has been returned and evaluated. When fresh batteries were inserted all lights were solidly illuminated and the device did not function. This confirmed that the device entered a non-recoverable error state. Performance data shows the device functioned for 75 hours before entering an error state because the pressure reached a level that was outside of safe range. It is unlikely that the device would reach this level of pressure without the influence of an external pressure source. We have not been able to establish a relationship between the device and the reported event. Potential root causes include external pressure source and environment. The complaint history file contains further instances of the reported event, however this investigation is now complete with no further action deemed necessary at this stage. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.